Manufacturer narrative:
The explanted lead was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision surgery for lead migration the physician discovered that one of the contacts on the paddle lead was loose. The physician stated that this was not caused during the revision procedure. The physician replaced the paddle lead and the patient was reportedly doing well.